Event description:
The handle does not work. The scissors broke at the handle level during the surgery. The duration of the intervention was longer than usual, due to the use of 2 scissors that did not work.

Manufacturer narrative:
The incident device has been returned and has been evaluated. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.